Event description:
It was reported that the act button on the insulin pump is not responding and the device has cracks. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to corroded keypad traces. The insulin pump was received with cracked case at liquid crystal display window corners, minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.